Event description:
It was reported that the device showed a "e_fail_safe_recourse_error" on startup. This was found during testing, and there was no patient involvement.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump firmware was updated from 1.6.4 to 1.6.5. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests.